Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Manufacturer narrative:
Additional event date: (B)(6) 2008. (B)(4). It was reported that the patient underwent a lapararoscopic hysterectomy on (B)(6) 2008 and the diva morcellor was utilized to morcellate the uterus. It was reported that this was difficult due to the fact that the fibroid had undergone cystic degeneration and many of the pieces of the fibroid were very loose and mushy. The pathology revealed endometrial stromal sarcoma. On (B)(6) 2011 she had a laparotomy, bsoo, appendectomy, infracolic omentectomy, tumor debulking, bilateral ureterolysis and repair of a 2 mm jejunal enterotomy for metastic low-grade endometrial stromal sarcoma. A powerport was implanted for admin of chemotherapy and on (B)(6) 2011 pathology revealed no evidence of cancer.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified adverse events. No additional information has been provided.